Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg had high thresholds. The ipg was not implanted and another ipg was used. No patient complications have been reported as a result of this event.